Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle deployed early, indicating a needle mechanism failure had occurred. The patient was in the process of changing her pod. She placed the new pod face down, and shortly after doing so, the pod's needle deployed before she could apply it. The patient's blood glucose (bg) levels had reached 16.7 mmol/l (300 mg/dl). As treatment, the patient applied a new pod and eventually succeeded in lowering her bg levels.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and performed as designed. There was no indication of damage or evidence of a manufacturing deficiency that would cause the needle mechanism to deploy early.